Event description:
Suture broke way before tension on cuff was achieved; this occurred on two occasions. It as stated that the anchors were left in the pt. No ancillary devices were used with the anchors. (B) (4)

Manufacturer narrative:
Device is not being returned for eval. (B) (4)